Manufacturer narrative:
Additional information pertaining to the event was requested but not provided by the initial reporter, including patient information, device model/lot number, and the date of the device was implanted. Based on information received, it appears that the patient's condition contributed to a non-fusion, which affected the effectiveness of the device. There was no device failure.

Event description:
A patient underwent a revision surgery to remove a spinal fixation device. The original hardware was removed because of a lack of bony fusion. Based on the initial report, there is no information to suggest that the implanted device malfunctioned.